Manufacturer narrative:
Per -6378 combined report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, when the loosening was identified and an update on the patient post revision was requested in order to progress with the investigation of this event. The reporter confirmed that none of these details could be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing record has been identified and reviewed. All parts associated with this record conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported instability could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner after approximately 1 year and 4 months due to instability.